Event description:
Clinical information: crd_1066 - envision ide study, patient site (B)(6). It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 26mm non-abbott balloon. The valve got fully re-sheathed 2 times due to the implant being too low. The final implant depth at non-coronary cusp (ncc) was 14.9mm and left coronary cusp (lcc) was 19.3mm. Severe aortic paravavular leak was observed due to the low implanted. For treatment, a valve-in-valve was performed with a non-abbott device. On (B)(6) 2026, the patient had moderately reduced left ventricular ejection fraction. For treatment, the patient was administered spironolactone.

Manufacturer narrative:
An event of a device malposition, perivalvular leak was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the available information the cause for the reported perivalvular leak could be related to the implant depth, however, this could not be determined. The reported surgical intervention and unexpected medical intervention were a result of case specific circumstances, as a valve in valve surgery was performed and medication was given. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.